Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular lead the physician had difficulty removing the stylet. The physician elected to remove and replace the lead. The procedure was completed successfully.